Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to the damaged cable because the device was dropped. A definitive root cause could not be identified. The event can be prevented by following the instructions for use which state: "olympus ch-s400-xz-eb" on page 11 the next statement: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head" should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing, camera head has fallen to the ground and it no longer gives an image. There was no patient involvement. No harm was reported.

Event description:
It was reported that during reprocessing, camera head has fallen to the ground and it no longer gives an image. There was no patient involvement. No harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.